Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that high, and gradually increasing impedance measurements have been observed with the left ventricular (lv) lead. The lv lead remains in use. No patient complications have been reported as a result of this event.